Event description:
While the device was ventilating a pt, the device powered off and stopped ventilating the pt. The pt was ventilated with an alternate device until being placed on another ventilator. No pt injury reported.